Manufacturer narrative:
Radiometer has requested for data for investigation, but this was not provided. Returned datalogs does not cover the time of the event. Hence, the root cause cannot be determined and is unknown.

Event description:
On (B)(6) 2024 at 14:55, the clinical staff conducted sample testing on hospitalized patients in accordance with the operating procedures. After the sample was collected, the abl90 flex analyzer serial number (B)(6) entered the sample analysis state. However, an alarm was displayed indicating "sample suction failed". The staff then retested the sample, but the instrument still reported "sample suction failed". On 15:00, the department staff contacted the engineer suspecting that the accessory was damaged. The engineer suggested restarting the instrument before analyzing the sample. After the instrument was restarted at 15:06, the sample testing was completed. The equipment malfunction did not affect the results, but there was a hidden danger of prolonging the time to obtain the results. The engineer suggested sending the equipment to the manufacturer for repair or handling it on-site. On (B)(6) 2024 at 16:00, the engineer replaced the accessory clamping valve on-site, and the instrument was able to operate normally.